Event description:
Customer reported multiple immulite 2500 troponin discordant results. There is no indication that the discordant results were reported to physician. Pt treatment was not altered and there was no reported of adverse health consequences due to the discordant stat troponin assay results. Relevant tests/laboratory data: immulite 2500 stat troponin result ((B) (6) 2008) troponin lot 133 (exp: 03/31/09). Inst #(B) (4). Initial result = 4.47 ng/ml. Repeat 1 result = <0.2 ng/ml. Repeat 2 result = <0.2 ng/ml.

Event description:
Customer reported multiple immulite 2500 troponin discordant results. There is no indication that the discordant results were reported to physician. Pt treatment was not altered and there was no reported of adverse health consequences due to the discordant stat troponin assay results. Relevant tests/laboratory data: immulite 2500 stat troponin result ((B) (6) 2008) troponin lot 132 (exp: 10/31/08). Inst #(B) (4). Initial result, troponin: 2.73 ng/ml; ck-mb: 2.03 ng/ml. Repeat 1 result, troponin: <0.2 ng/ml; ck-mb: 1.95 ng/ml. Repeat 2 result, troponin: <0.2 ng/ml.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error and suspected that fibrin in the sample may have caused the discrepant result. The instrument is performing within specifications. Additional serial #: (B) (4); additional lot#: 132.

Event description:
Customer reported multiple immulite 2500 troponin discordant results. There is no indication that the discordant results were reported to physician. Pt treatment was not altered and there was no reported of adverse health consequences due to the discordant stat troponin assay results. Relevant tests/laboratory data: immulite 2500 stat troponin result ((B) (6) 2008) troponin lot 133 (exp: 03/31/09). Inst #(B) (4). Initial result, troponin: 5.33 ng/ml; ck-mb: 2.69 ng/ml. Repeat 1 result, troponin: <0.2 ng/ml; ck-mb: 10.49 ng/ml. Repeat 2 result, troponin: 5 ng/ml; ck-mb: 10 ng/ml.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error and suspected that fibrin in the sample may have caused the discrepant result. The instrument is performing within specifications. Additional info serial #: (B) (4); lot#: 132.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error and suspected that fibrin in the sample may have caused the discrepant result. The instrument is performing within specifications. Additional info serial #: (B) (4); lot#: 132.